Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with cracked display window and missing end cap sticker. No moisture damage found on the electronic or motor assembly.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed, and the device passed the self and displacement tests. It was mentioned that the case was cracked at the reservoir compartment. No further information was provided.